Event description:
After one hour of dialysis a blood leak was noted from an alarm. The blood color turned dark. The dialysate line had a lot of air bubbles during the time of the blood leak. The nurse changed to new dialyzer and continued treatment without incident. The blood was not returned to the patient. Complaint coordinator reports that there was no patient injury or hospitalization noted.